Event description:
It was reported that pump displayed malfunction code 15 and could not be reset, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged pump replacement, confirmed shipping address, instructed customer to place pump into storage mode and return it using prepaid label within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.